Event description:
User experienced discrepant ammonia results for one pt. Sample. Initial result gave 49.1 umol/l. Same sample repeated twice gave 93.5 and in 2008, gave 96.3 umol/l. User did not report either of the original two results. The field service representative determined a contaminated incubation bath system to be the cause and he decontaminated the bath. Performance tests were performed.